Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was an inaccuracy between the continuous glucose monitor (cgm) reading and the blood glucose (bg) meter reading. Reportedly, the cgm bg reading was 148 mg/dl, and the meter bg reading was 48 mg/dl. The customer was subsequently admitted to the hospital on (B)(6) 2021 where they consumed carbohydrates to address the bg. The customer was released the same day with no permanent damage. No additional patient or event information was available. A root cause could not be determined. A replacement sensor was sent to the customer.